Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse arrived at the site to address the reported event. Inspection of the instrument revealed that the sensor s172 well was wet. Fse dried the sensor and ran daily check. The instrument passed. Next, fse cleaned the wash well and wash probes, adjusted the home position for the wash probe unit, and advised the customer on the importance of performing weekly maintenance on the wash probes. The customer was subsequently able to run quality control (qc) without issue. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 31july2016 through aware date 31aug2017. There were no similar complaints identified during the search period. The aia-900 operator's manual, section 12- flags and error messages was reviewed: 3004 liquid leak detected the aia-900 operator's manual indicates that the 3004 liquid leak detected error message is generated when the drain sensor s172 detected liquid. In this case, measurement will be paused. The operator is instructed to contact tosoh local representatives. If there is no liquid leakage, check s172. 2009 liquid leak error the aia-900 operator's manual indicates that the 2009 liquid leak error message is generated when leakage of solution is detected at the start of measurement, causing the measurement to stop. The operator is instructed to contact the service department. The most probable cause of the reported event was due to due to lack of maintenance resulting in the wash well to overflow.

Event description:
It was reported that the customer received the "3004 liquid leak detected" and "2009 liquid leak" errors during daily check for their aia-900 analyzer. The customer inspected the bf washer area and found sprayed liquid. Technical support advised the customer to perform bf wash probe maintenance, inspect for beads stuck on the wash probe, clean up any visible liquid, and to call back with results after maintenance had been completed. The customer called back to report that the error had not cleared after performing the troubleshooting steps. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for cardiac troponin-I 2nd generation (ctnl2), creatine kinase-muscle/brain (ckmb), and beta human chorionic gonadotropin (bhcg) . There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.